Event description:
Additional information: it was reported that during a complex spinal stabilization procedure the catheter was cut by the surgeon as he did not see any egress of fluid during the four hour long procedure. It was concluded that the catheter was non-functional and was removed since it was a "non-working foreign body in the patient". The reporter stated that the patient "probably went through withdrawal during the post-op period"; however, this was not confirmed. The device system was used to deliver compounded hydromorphone.

Event description:
Additional information: it was reported that the patient had their pump filled with saline because it had become empty following the back surgery.

Event description:
It was reported there was a cut in the catheter. The catheter was accidently cut in an unrelated spinal surgery two months ago. It was unknown when or if the catheter would be repaired. The device system was used to deliver saline. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that the catheter was not replaced. The doctor was unsure if they would continue therapy and as of the date of the report therapy had been discontinued. The system remained implanted but was not being used. It was to be decided over the months following the report what was to be done with the system.

Manufacturer narrative:
Product ID neu_unknown_cath, serial # unknown, product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).